Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6). Prior to the thrombectomy procedure, the patient underwent an angioplasty procedure using another manufacturer's device. The patient was then returned to the laboratory for lost pulse on the left foot. Thrombus was successfully removed from the affected extremity using a cat6; however, it was reported that the patient suffered significant blood loss. The hospital reported that it is unclear if the cat6 was a contributory cause to the patient's loss of blood. The following day, the patient expired due to disseminated intravascular coagulation (dic).

Manufacturer narrative:
Please note the following: adverse event and/or product problem was incorrectly marked on the initial MFR report and is being corrected on this follow-up #1 MFR report. There was no report of a device malfunction and therefore, "adverse event" should have been marked. Date of death was inadvertently left blank on the initial MFR report and is being corrected on this follow-up #1 MFR report. "User facility" should have also been selected under report source and is being provided on this follow-up #1 MFR report.